Manufacturer narrative:
Due to a recent (B)(4) inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Drain broke off at the hub. Further information indicated that the drain was too long and was cut by the tech and ten cut again by the doctor. Review by a second physician on (B)(6) 2011 showed that the device was not broken off at the hub but was cut very close.